Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge had been filled with 100 units of insulin. The customer's blood glucose level was 108 mg/dl. Reportedly, the issue had been resolved and insulin delivery had been resumed.